Event description:
It was reported that a vessel dissection occurred. The >80% in-stent re-stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending artery (lad). It was noted there were 2 layers of unknown stents which were implanted in 2010. A 15/4.00 flextome cutting balloon catheter was advanced for predilation. It was a long stented area so 7 dilations were performed, moving from distal to proximal within the stents. On the last inflation, the balloon burst and there was a large dissection in the lad. The cutting balloon was then removed intact. A 4.0x20mm emerge balloon was inserted and was inflated for several minutes to seal off dissection. A final picture was taken which revealed the dissection was slightly visible, but appeared to be much better. The procedure was completed with a different device; no stents were deployed. There were no further patient complication reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned attached to an encore inflation unit. Positive pressure was applied when a leak was noted. A further microscopic analysis confirmed a pinhole in the mid balloon body. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a vessel dissection occurred. The >80% in-stent re-stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending artery (lad). It was noted there were 2 layers of unknown stents which were implanted in 2010. A 15/4.00 flextome cutting balloon catheter was advanced for predilation. It was a long stented area so 7 dilations were performed, moving from distal to proximal within the stents. On the last inflation, the balloon burst and there was a large dissection in the lad. The cutting balloon was then removed intact. A 4.0x20mm emerge balloon was inserted and was inflated for several minutes to seal off dissection. A final picture was taken which revealed the dissection was slightly visible, but appeared to be much better. The procedure was completed with a different device; no stents were deployed. There were no further patient complication reported and the patient's status is fine.